Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: I was told by account that balloon portion detached from the device. Additional information received via email: when was the issue detected, before or during surgery? During. Did the detached balloon portion fall into the patient's cavity at any time? Unknown. If so, were all dislodged parts retrieved? All dislodged parts were recovered. Was there any unanticipated tissue loss as a result of this problem? No. Was there any tissue damage as a result of this problem? No. A. If yes, describe the damage and provide details on how the damage was treated/corrected. B. Was the damage irreversible? Was there blood loss of 500cc or more due to the product problem? No. Did any additional blood loss resulting from this product problem require a blood transfusion? No. Was surgical time extended by more than 30 minutes due to the product problem? No. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) No. How is the patient currently? Unknown, but the rep has not received any negative reports regarding the patient.